Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the patient experienced additional intermittent phrenic nerve stimulation. The lv lead pacing configuration was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient experienced continued phrenic nerve stimulation. The lv pacing configuration was reprogrammed again. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. The lv lead was reprogrammed by reducing the pacing threshold to alleviate the phrenic nerve stimulation. One month later, the patient experienced intermittent phrenic nerve stimulation again and the lv lead was reprogrammed. Two months later, the patient indicated once again to be experiencing intermittent phrenic nerve stimulation. The pacing configuration vector was reprogrammed. The stimulation was resolved. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.